Manufacturer narrative:
The full name of the reporting facility is (B)(6) center for facial plastic surgery. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the needle driver/carb-bite crile-wood needleholder 6 (121130) broke during a facial procedure. The tip broke off completely and fell into the surgical site. Staff retrieved the broken end with forceps and flushed the site. It was reported that the delay was not significant, less than 30 minutes; just long enough to open a back-up instrument. Staff was able to complete the procedure. No patient injury occurred. The customer reported that the instrument was not being weighted or used in any rough procedures and have been in use for less than 2 years.

Manufacturer narrative:
The carb-bite crile-wood nh 6 (121130) was not returned for evaluation after three good faith effort (gfe) attempts were made. Lot number has been provided; device history record (DHR) was reviewed and no anomalies related to the reported issue were identified. The root cause of the reported issue could not be determined. However, a probable root cause is that the breaking may have resulted from rough handling or exposure to non neutral ph solution/cleaners, leading to corrosion. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.